Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from canada, edwards received notification of a pascal precision procedure in mitral position. Patient had lots of chords, poor left ventricular function and a floppy septum. During implantation of the first pascal device, there were clasps issues and it was believed that there was a chord entanglement while repositioning preventing the clasp from lowering. Physician troubleshooted but could not bring clasp slider back as there was significant tension. It was attempted to solve it by retracting into atrium, trying to loosen subvalvular suture to see if clasp would go down, but it did not. Finally, physician was able to get device free into left atrium, clasp reset was performed using resetting tool, and both clasps then functioned properly. During the maneuvers to untangle, the device jumped, and physician believed the guide sheath also jerked and tore the septum in a linear tear. Atrial septal defect (asd) was caused with right to left shunt and was treated with percutaneous closure after the procedure. Optimal regurgitation reduction was achieved with two implanted devices.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant repositioned too far in ventricle or not elongated, resulting in chordal entanglement was confirmed with empirical evidence. Available information suggests that patient conditions (excessive chords, poor lv function, and floppy septum) and interaction with anatomy may have contributed to the reported event. The IFU cautions about the possibility of chordal entanglement during implant repositioning, and clasp resetting steps resolved clasp issues during repositioning maneuvers. Since no edwards defect was identified, corrective or preventative actions are not required.